Event description:
During follow-up, the device was found to be pacing intermittently. During revision, the electrical measurements were good when the lead was connected to the psa. The intermittent pacing returned when the device was reconnected to the lead. The device was replaced, and the lead was connected again to the new device with good electrical measurements. The patient was in stable condition.

Manufacturer narrative:
The reported field event of intermittent pacing was not confirmed in the laboratory. Bench testing, including thermal and mechanical stressing of the device, did not find anomalies. Battery voltage was still in the range of normal operation. Electrical testing of the device did not find any anomalies. A minimal amount of blood was found on the right ventricular set screw which should not have caused intermittent loss of ventricular capture anomaly seen in the field.